Event description:
Approximately two months after surgery both the screws in the proximal group broke. The screws in question were used to fix a humeral fracture. A second surgery was performed to replace the screws.